Event description:
The sfa stenting occurred in (B) (6): stent inserted on (B) (6) 2008 into (B) (6) female with long distance claudication. Stent placed without incident. Pt returned for follow up angiogram as was still having problems walking. On examination it was noted that the upper 2/3 of the stent were occluded and there was evidence of 2 maybe 3 stent fractures. Good 3 vessel run-off was noted. No further intervention was performed at this time.

Manufacturer narrative:
X-rays were reviewed by ev3 phd and it was noted that there were 2 type iii fractures, but no stent elongation.